Event description:
This spontaneous report was received on (B)(6)-2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care sensitive toothbrush, for dental cleaning (route-dental, lot number 1791050, frequency and expiration date unspecified). After using the toothbrush for less than a month, it broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care sensitive toothbrush, for dental cleaning (route-dental, lot number 1791050, frequency and expiration date unspecified). After using the toothbrush for less than a month, it broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(4)2012: the lot number was updated from 1791050 to 17910sg. The device name was updated from reach total care sensitive toothbrush to reach max tooth and gum toothbrush full head medium. Review of trending data for lot 17910sg revealed no adverse trends and a device history review was acceptable. Retain sample for lot 17910sg was evaluated and met specification. Due lack of a sample and no adverse trends, a root cause could not be determined for this complaint. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.